Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred by applying stress such as the following: ·physical stress such as rubbing or hitting insertion section. ·chemical stress by conducting reprocessing not recommended in instructions for use .(reprocessing manual): ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The event may be prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual warns about reprocessing not recommended in reprocessing manual as follows: -precautions. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Reprocessing manual warns about storage of endoscope in inferior environment as follows: ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation bending section cover leakage was confirmed. Due to a cut on bending section cover, water tightness was lost. The allegation of angulation not being good was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. In addition to evaluation in event, due to damage on charge coupled device unit, the image had white dots. Light guide lens had a scratch. The distal end had a dent. The bending section cover had a cut. The control unit had a scratch. Grip had a scratch. Light guide connector had a scratch. The video connector had a scratch. The video connector case had a scratch. Light guide connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the bronchovideoscope bending section cover had a leak and angulation was not good. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, it was determined the connecting tube coating was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.